Event description:
The service report shows that the 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self-testing.